Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. Lead fracture was suspected to be the cause of the event but it was not confirmed. Provocative testing was performed but the noise was not reproduced. Diagnostic imaging was performed but no anomalies were observed. No additional intervention has been performed. The patient is stable.